Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure, the jaws would not open after loading and testing of the first dlu, because the button would not engage. After loading the stapler and closing it for testing, the jaws were unable to open again. The surgeon had to use another device for performing surgery. There was no patient injury. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used in conjunction with the stapling device. There was no unanticipated tissue loss or tissue damage as a result of this problem. The incision was not extended by more than 1 inch.